Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four unknown cortical screws. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. Implant date was around (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2016 of a left distal tibia due to non-union and screw breakage. Patient was initially implanted with one (1) variable angle (va) medial distal tibial plate, six (6) distal screws, and four (4) 3.5mm cortical screws around february 2015, exact date is unknown. The non-union and 4 broken cortical screws were discovered via x-rays on unknown date. During revision surgery, the plate and distal screws were removed intact. The cortical screws were partially removed with difficulty. Two screw fragments were left in the bone and unable to be removed. A surgical delay of 1 hour was noted due to the difficulty in removing the broken screw fragments. The patient was revised to a competitor¿s tibia nail. The procedure was completed successfully and the patient is listed as in stable condition. Concomitant medical products: va medial distal tibia plate (part # unknown, lot # unknown, qty 1); distal screw (part# unknown, lot# unknown, qty 6). This report is for four unknown cortical screws. This is report number 1 of 1 for complaint (B)(4).